Manufacturer narrative:
(B)(4). D10: p10-100-bl2s-s, tibia arc lt sz 2 std 3dp strl, lot or9jeq0; p10-250-tll1-s, talus chamfer lt sz 1 tps strl, lot or26b3; p10-310-i106-s, x-link vtmn e poly 1x6mm neu strl, lot 26081452101. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 7 months post implantation of an initial ankle system and prophylactic screw, the patient presented with pain of the left medial malleolus and malaise. Prominence of the prophylactic screw was identified. The ankle hardware was removed and a debridement of the medial gutter and posterior tibial tendon with tarsal tunnel release was performed.